Manufacturer narrative:
510k: this report is for an unknown impaction instruments/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure for a midshaft fracture, a piece of an unknown impactor broke in the insertion handle. Surgical delay is unknown. The patient and procedure outcome is unknown. Concomitant medical products reported: unknown insertion handle (part# unknown, lot# unknown, quantity:1); this complaint involves one (1) device. This report is 1 of 1 for (B)(4).